Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro would not cauterize. The hemopro cable was replaced, but the same problem occurred. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. The power setting was 2.5 as per the IFU recommendation.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boots had signs of clinical usage. Resistance measurements were within specification. The micro switch functioned properly when tested. The pre-cautery test results, using a reference vh-hemopro cable and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The device did not overheat and/or continued to glow during any point in pre-cautery testing. The device met electrical product specifications. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).